Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose and that it cannot be lowered. Customer's blood glucose level at the time of incident was 95mg/dl. Troubleshooting found that the display periodically turns black. Customer declined further troubleshooting. No further details given.